Event description:
The device was used for a cardiac arrest at a work site. The device was connected to the pt with disposable defibrillator/ECG electrodes and powered on. According to the reporter, a red icon on the keypad label was flashing and then the device powered off by itself. The reporter stated this continued to occur as another AED was called for. When the backup AED was brought to the scene, it was used to deliver a shock to the pt but subsequently would not advise a shock. The pt was transported to the hosp but was not resuscitated. The reporter stated he was informed by the hosp that the pt suffered a massive mi and " they were dead before they hit the ground."